Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that the trained physician successfully achieved arteriotomy closure of the rfa using the starclose device in a diagnostic procedure. One day post procedure of the right femoral closure with a starclose device, the pt developed a pseudoaneurysm. The clip appeared to be well deployed and hemostasis was achieved. It is unk if intervention was performed. No add'l info available.